Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation / doctor removed device because essure had migrated and perforated her uterus") and pregnancy with contraceptive device ("post-implant pregnancy") in an adult female patient who had essure (batch no. 689938) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included diabetes, multigravida, parity 3 and morbid obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery to removed essure / bilateral tubal ligation - right side). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: right side- 5 trailing coils. Secondary to patient discomfort and her morbid obesity, we were unable after multiple attempts to visualize the ostia on the left side and after multiple attempts were made to attempt to manipulate the hysteroscope to visualize the left ostia we were unable to and the decision was made to stop the procedure and repeat the essure placement on the left side after spinal anesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/doctor removed device because essure had migrated and perforated her uterus") and pregnancy with contraceptive device ("post-implant pregnancy") in an adult female patient who had essure (batch no. 689938) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included diabetes, multigravida, parity 3 and morbid obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery to removed essure/bilateral tubal ligation - right side). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: right side- 5 trailing coils: secondary to patient discomfort and her morbid obesity, we were unable after multiple attempts to visualize the ostia on the left side and after multiple attempts were made to attempt to manipulate the hysteroscope to visualize the left ostia we were unable to and the decision was made to stop the procedure and repeat the essure placement on the left side after spinal anesthesia. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.